Event description:
It was reported via repair work order that the cpu board cover was missing and there was fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.